Manufacturer narrative:
Simulation test results received on 9 dec 2024. Simulation test results: a custom fatigue test reproducing the conditions (in-vitro) of the reported complaint was performed to assess the potential system failure. The assembly reached a total of 10m cycles without breakage or failure. Although no root cause can be identified, the investigation does not indicate any potential manufacturing related issue or systemic deficiency.

Manufacturer narrative:
Batch review performed on 12 november 2024. Lot: 2245710: (B)(4) items manufactured and released on 20-apr-2023. Expiration date: 2028-apr-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with two similar reported events during the period of review. The issue is under investigation by medacta hip r&d project manager. Additional implants revised. Batch review performed on 12 november 2024 for reverse shoulder system 04.01.0181 short humeral diaphysis - cementless - 8 (k180089) lot: 2349407, lot: 2349407: (B)(4) items manufactured and released on 16-feb-2024. Expiration date: 2029-feb-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 12 november 2024 for reverse shoulder system 64.01.9002 double eccenter/reverse metaphysis screw lot: 2213108, lot: 2400625: (B)(4) items manufactured and released on 20-sep-2023. No anomalies found related to the problem. Two similar cases have been reported on the same semifinished lot.

Event description:
When assembling the metaphysis and diaphysis, a gap remained. The impactor ref. 04.01.10.0560 impactor for eccentric reverse metaphysis was used and the screw could be fixed. The surgery was completed successfully.